Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar auto a-flex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device, the third-party service center visually inspected the device and found evidence of visible foam degradation. In addition, review of the device error log identified error codes e007 (err_software), e053 (err_comp_log_sem_timeout), e055 (err_therapy_queue_full), e065 (err_stuck_encoder_a), and e066 (err_stuck_encoder_b). These errors were not determined to be related to the foam degradation. Following completion of the evaluation, the device was scrapped by the service center.